Event description:
Customer reported an error condition of "aspiration c" errors were being generated when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the bsv (blood sampling valve) was binding. The bsv was replaced, resolving the issue. (B)(4).